Event description:
Related manufacturer reference number:3006705815-2022-14151. It was reported that the patient experienced left leg pain following a trial implant on (B)(6) 2022. The therapy was turned off, which did not resolve the issue. As such, the trial leads were removed on (B)(6) 2022 in ER to address the issue. Reportedly, the reported pain has subsided significantly.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.